Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer reported that he had a seizure and emergency was called. The customer's blood glucose was 17 mg/dl at the time of the incident. The date of the hospitalization was (B)(6) 2016. The insulin pump will not be returned for analysis.